Manufacturer narrative:
Patient identifier was not provided. Livanova (B)(4) manufactures the s3 low level ii sensor. The incident occurred in (B)(6). (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative tested the device with the customer and they were unable to reproduce the reported issue. The sensor was replaced as a precaution and returned to livanova (B)(4) for further evaluation. During functional evaluation at livanova (B)(4), the technician connected the level sensor to the s5 test bench and turned the sensor on and off and the s5 was able to recognize the sensor. The level symbol was correctly displayed when the level was raised above or lowered below the level, and the system alarmed as expected upon a low level. An internal inspection did not identify any abnormalities or defects. A 12 hour test run was performed and was completed without issue. The reported fault could not be reproduced. As the issue could not be reproduced, a root cause was not identified. The device was scrapped due to old age. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the s3 low level ii sensor did not alarm when the blood level dropped below the set level during a procedure. Following the procedure, the user attempted to trigger an alarm using priming solution and the device was found to be working properly. There was no report of patient injury.